Event description:
Report rec'd from (B)(6) which states: "aspiration too high during polish state. Aspiration was 9 mmhg instead of 4 mmhg. No pt injury."

Manufacturer narrative:
Product has been rec'd for eval however the eval is not yet complete. A f/u report will be submitted upon completion of the eval.